Event description:
It was reported that a user experienced persistent episodes of low glucose reported at 40 mg/dl and high blood glucose of 400 mg/dl while using the ilet, associated with inconsistent meal announcements, frequent selection of meal sizes less than the actual intake, an overly aggressive correction pattern, and an intentional reduction of the programmed body weight to limit insulin, which collectively resulted in alternating hyperglycemia and hypoglycemia; the event was characterized as an improper or incorrect use of the device¿s user interface, and the user received oral glucose for treatment. Symptoms included hypoglycemia with confusion or disorientation, shaking or tremors, sleepiness or drowsiness, and episodes of hyperglycemia. Outcomes included a minor illness or impairment. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem was identified, the issue involved the user interface, and the problem mechanism was failure to follow instructions. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.

Manufacturer narrative:
Initial